Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm while rewinding on his insulin pump. Customer's blood glucose was 265 mg/dl. Customer stated he would treat his blood glucose with a bolus. He stated the piston moved out instead of rewinding, causing the motor error alarm to occur. The customer stated his reservoir had leaked two days prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-22663.